Manufacturer narrative:
The device history record for lot aa8344v01 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 22 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 27 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the customer expressed a concern regarding the loosening of the blue connectors on the subglottic suctioning microcuff (ssm). This loosening occurs over time while the tube is in use. The connector then randomly falls off the body of the ssm et [endotracheal] tube. This is concerning because it has a negative impact on patients receiving high fi02 [fraction of inspired oxygen] and or high peep [positive end-expiratory pressure] due to the random disconnection concern. [The user facility has] tried using zip ties to secure the blue connector without success. They also press fit the blue connector snuggly onto the et tube prior to intubation and this isnt correcting the concern." No patient injury was reported.